Event description:
Event description guidant received information that this transvenous defibrillation lead had an intermittent impedance of >2000 ohms, patient has a ventritex device. Nips was successful and impedance was normal.